Manufacturer narrative:
The device was returned and the evaluation found that the electrical connector had corrosion due to water leakage. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. In addition, the connecting tube had discoloration and a dent. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Additional information received from customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined since it is unknown whether reprocessing was practiced in accordance with instructions for use (IFU). Reprocessing information: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning information: it is unknown if there was a delay in the start of pre-cleaning. It is unknown if there were any abnormalities in the accessories used for reprocessing formation on manual cleaning. It is unknown if there were any abnormalities in the accessories used for reprocessing. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.